Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 1.2mmx15mmx142cm coyote fc (emerge¿) balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has a pinhole at the markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc device. There were no patient complications nor injury reported.